Event description:
It was reported that the cartridge was leaking from an unknown location. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection and did not require assistance from a third party. Customer loaded a new cartridge to address the issue.